Event description:
Pt reported a piece of plastic broke off their freedom pump. pump serial number and expiration unknown. no further information, details or dates available. product lot and expiration unknown. unknown if pump is available for possible return. unknown if md is aware. dose/amount: privigen sdv - 15mg. privigen sdv indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. privigen sdv frequency: infuse 15 gm (150 ml) intravenously on day 3 and day 4 every 4 weeks. Did pt miss a dose or have an interruption to therapy? - unknown. did adverse event(s) result due to product issue? - unknown. did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.